Manufacturer narrative:
Two (2) used devices were received for evaluation. Visual inspection of the samples did not reveal any defects or anomalies. Functional testing was performed, and one device tested normally, while the reported issue was confirmed in the other sample. A review of the device history record (DHR) confirmed that all inspections had been completed, and no issues were found during manufacturing. The cause of the issue being duplicated in one returned sample was not determined.

Manufacturer narrative:
B3: event date unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that several blood gas syringes were leaking/allowing blood to seep through the entire barrel when air was being expelled from the syringe to analyze the sample. This there was patient involvement and no patient harm reported. Update: gcm received an email on 20-jan-2025 from ms. (B)(6) stating that no patients have been harmed, as this occurred after the sample had been taken from the arterial needle. However, there was a risk of blood spillage. This had happened on multiple occasions and dates, but the first occurrence was on (B)(6) 2025. (B)(6) 2025.